Manufacturer narrative:
The customer¿s report of a balloon in the silicone pumping segment was confirmed. Visual examination showed that the silicone segment tubing had a bulge below the upper fitment component. Functional testing performed observed no unexpected bulging on the sets silicone segment. The root cause of the balloon is excessive pressure within the silicone segment, which causes the silicone segment to balloon/bulge. The root cause for the source of the excessive pressure is unknown.

Event description:
The customer reported they noticed a balloon in the silicone pumping segment while connected to a patient in the ICU. The patient had precedex infusing into the patient's upper arm midline when the pump alarmed for a patient side occlusion. The customer flushed the patient's line and restarted the infusion then the clinician noticed a balloon in the flexible part of the tubing. The tubing set was replaced and the infusion was restarted. The patient's line was flushed again and a new infusion was started however after 1 minutes the pump alarmed for a patient side occlusion. The clinician opened up the pump door and noticed a large balloon in the flexible part of the tubing, obstructing the flow of the infusion and preventing the pump door from closing. The patient was not harmed and no air was pushed into the patient's midline. The 2nd tubing set was replaced, the pump was exchanged, and the infusion was rehung and infused properly.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they noticed a balloon in the silicone pumping segment while connected to a patient in the ICU. The patient had precedex infusing into the patient's upper arm midline when the pump alarmed for a patient side occlusion. The customer flushed the patient's line and restarted the infusion then the clinician noticed a balloon in the flexible part of the tubing. The tubing set was replaced and the infusion was restarted. The patient's line was flushed again and a new infusion was started however after 1 minutes the pump alarmed for a patient side occlusion. The clinician opened up the pump door and noticed a large balloon in the flexible part of the tubing, obstructing the flow of the infusion and preventing the pump door from closing. The patient was not harmed and no air was pushed into the patient's midline. The 2nd tubing set was replaced, the pump was exchanged, and the infusion was rehung and infused properly.